Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range pacing impedances, loss of capture, noise and threshold issues were observed with this chronic right ventricular lead. Surgical intervention was performed, at which time another rv lead supporting pace/sense therapy was implanted and the pace/sense portion of the chronic lead surgically abandoned. Favorable measurements with the new lead were confirmed; however defibrillation testing was not repeated. No additional adverse patient effects were noted.